Event description:
It was reported that the patient developed renal failure which did not exist prior to device implantation. The patient was on dialysis but was no longer going and also had liver issues. The patient was placed on hospice and passed away on (B)(6) 2024 at home due to multi-system organ failure. The pump was functioning as intended, and the outcome was not considered device or therapy related.

Manufacturer narrative:
Section b3: the event date was estimated. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.